Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Also, the device was used as temporary pacer. There were no additional adverse patient effects were reported. The product was repositioned and remains in service.

Event description:
Additional information received that the pacemaker used as temporary pacing device was explanted. No additional adverse patient effects were reported.